Event description:
Information was received from a company representative. The date of the event was (B)(6) 2019. It was reported the representative checked a pump in a box and the pump had a pending alarm. There were multiple motor stalls and recoveries staring (B)(6) 2019. The pump was not implanted. No further complications were reported. Information was received from a company representative. The pump was returned. The tablet was used to clear the alarm. Additional information was received from a manufacturer representative. It was reported that the pump was implanted. The pump had been used in the patient and was implanted. The pending alarm was not noticed by the physician until after the implant. All stalls had recovered. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the pump was implanted on (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Investigation determined that previously unreported information was related to this event: correction to event date, previously unreported information was reported, correction to serial number, implant date, and manufacturing information, and correction to manufacturing date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 3mg/ml dilaudid at 1mg/day, and 60mcg/ml clonidine at 20mcg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that there was a pump alarm occurring. The pump alarm was a pending alarm for a motor stall. The hcp was using an 8840 physician programmer. The pump with the pending alarm was implanted. The patient went home after a normal elective replacement indicator pump replacement, but returned to the clinic in the afternoon because the pump was alarming. The pump was interrogated and it showed a motor stall occurring on (B)(6) 2019 and recovering the same day, and another on (B)(6) 2019 and recovering the same day. No symptoms were reported. No further complications were anticipated/reported.